Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg assembly through the patient's sacrospinous ligament. The physician then threw the needle of the second mesh leg assembly through the patient's (other) sacrospinous ligament. However, as he attempted to pull the leg assembly through the patient's ligament, the needle, with less than 1 centimeter of suture, detached and was caught inside the capio cage. The portion of suture still attached to the mesh leg assembly then reportedly began to curl. The physician then tied a stand-alone capio suture to the portion of suture that was still attached to the leg assembly and was able to implant the mesh without any further issues. The procedure was completed with this device without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The patient is reported to be over 70 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).